Event description:
Reporter reports internal distractor broke through son's skin. The surgeon went back to pull it back up. Approx (B)(6) 2019, distractor broke through son's skin again. The removal of the device took place (B)(6) 2019. The surgeon discovered the foot plate of both sides of the jaw broke off of both distractor. It was a failed distractor that resulted in malalignment and impair function of the jaw. Pt is now on a soft liquid diet and has impaired speech because of failed distractor. Reporter states the device is only FDA approves for up to age four, so they used the device on her son without notification of off-label use.